Event description:
User facility reported that the tracheal tube holder had been broken. The endotracheal tube was still in the holder and the tube was attached to the ventilator, and the tube remained in situ. The holder had broken away and required replacement. No permanent adverse effects reported.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.